Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with external devices. The ipg disconnected frequently when increasing amplitude. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.